Event description:
It was reported that an ilet screen was cracked to the extent that the touchscreen was unresponsive, verified by a photo and device identification, and the user could not continue using the device. Symptoms included no injury. Outcomes included device interruption that required alternative insulin therapy and device replacement. Investigation included customer interview, visual confirmation via image, and logistical arrangements for device return and replacement. Investigation of this case revealed physical damage to the display assembly consistent with user-reported cracked screen and resultant loss of input functionality. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force.